Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. While the physician was positioning the was in the laa of the patient the device became kinked in three (3) different locations. The closure device was recaptured as it did not meet release criteria, and the procedure was aborted and is expected to be rescheduled for another date.